Event description:
A pump with failure code 570:320:844. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative.